Manufacturer narrative:
A siemens field application specialist (fas) went on site and performed a precision study by running 5 replicates of control level 1 and patient samples. The precision study results were acceptable. The fas noticed that the solid phase reagent in the reagent readypack that was on the system did not appear to be fully resuspended. Mixing of the solid phase was discussed with the customer and the customer will ensure that the solid phase is fully suspended when the readypack is placed on the system. No conclusions can be drawn. A field service engineer went on site and addressed a small leak at the water pump. Non conclusions can be drawn. The quality control results were out of the customer's ranges when the sample was initially tested on (B)(6), 2014. Quality control results were within the customer's ranges on (B)(6) 2014. No conclusions can be drawn. The cause for the non-reproducible falsely high results is unknown. The system is performing within specifications. There have been no additional reports of non reproducible results at this site. The summary and explanation of the test section of the instructions for use (IFU) states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The reagents/loading reagents sections of the IFU states: "mix all primary reagent packs by hand before loading them onto the system. Visually inspect the bottom of the reagent pack to ensure that all particles are dispersed and resuspended. For detailed information about preparing the reagents for use, see the system operator's guide." The quality control section of the IFU states: "to monitor system performance and chart trends, as a minimum requirement, two levels of quality control material should be assayed on each day that samples are analyzed. Quality control samples should also be assayed when performing a two-point calibration. Treat all quality control samples the same as patient samples. Siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance."

Event description:
Customer observed 4 non reproducible falsely elevated results with the advia centaur cp troponin ultra (tni ultra). The elevated results did not confirm upon repeat testing. There are no reports that treatment was altered or prescribed based on the results. There are no reports of adverse health consequences based on the falsely elevated advia centaur cp tni ultra results.